Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle deploying late. The needle mechanism was reset and fired properly during the investigation. Although no problem was found with the device, we cannot determine when the device deployed, and the reported event could not be determined. An occlusion alarm was generated by the pod, and timeouts were seen in the download data. Investigation of the drive mechanism found damage to the tube nut component. This scratches found indicates increased friction with the reservoir cap, which triggered the generation of the alarm. However, until the timeouts that triggered the alarm, the download data indicated no signs of struggle or pulse width increase. This data coupled with investigation findings of no additional damages or defects in the pod indicate nothing that would result in the device failing to deliver insulin before generation of the alarm.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports after filling a pod and placing at the infusion site (arm) the needle did not deploy, once deactivated the needle deployed late. The pod was not worn. The patient's blood glucose reached 160 mg/dl.